Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge batteries) has been confirmed. Upon investigation the battery charger/modem was unable to charge a battery. The cause for the failure was a shorted q1 current-controlling transistor on the bedside pca as well as a contaminated battery board. The root cause for the shorted q1 transistor could not be positively identified. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor reported that patient's battery charger was unable to charge batteries.